Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 03-mar-2017 from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after few days developed swelling and redness of the left knee (left knee swelling and injection site joint redness). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2015, patient received treatment with synvisc one injection, at a dose of 6 ml, once (batch/ lot number: x1207 and expiration date: 31-oct-2015; route: not provided) in left knee for knee osteoarthritis. On unspecified dates in (B)(6) 2015, few days after receiving injection, patient developed swelling and redness of the left knee and returned to the clinic on (B)(6) 2015. Patient received a cortisone shot in the left knee on the same day. The patient was supposed to have the right knee injected also, but after she experienced the reaction in the left knee, she decided not to have the injection in her right knee. Also reported that the patient never came back after (B)(6) 2015. Corrective treatment: cortisone for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events.

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 03-mar-2017 from a nurse. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few days developed swelling and redness of the left knee (left knee swelling and injection site joint redness). No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2015, patient received treatment with synvisc one injection, at a dose of 6 ml, once (batch/ lot number: x1207 and expiration date: 31-oct-2015; route: not provided) in left knee for knee osteoarthritis. On unspecified dates in (B)(6) 2015, few days after receiving injection, patient developed swelling and redness of the left knee and returned to the clinic on (B)(6) 2015. Patient received a cortisone shot in the left knee on the same day. The patient was supposed to have the right knee injected also, but after she experienced the reaction in the left knee, she decided not to have the injection in her right knee. Also reported that the patient never came back after (B)(6) 2015. Corrective treatment: cortisone for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The production and quality control documentation for lot # x1207 expiration date (10/2015) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # x1207 no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 15-mar-17, a total of (B)(4) complaints are on file for this lot: ((B)(4)) adverse event reports, ((B)(4)) tip breakage ((B)(4) syringes) & ((B)(4)) missing plunger rod. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both events. Additional information was received on 16-mar-2017. The global ptc number with ptc results were added. Text was amended accordingly.